Manufacturer narrative:
The physician used the device and deployed it through a very calcified lesion. While the tip was sublumenal, the user applied forces with no indication of tip advancement.

Event description:
Tip of device broke off in subintimal space of tibial artery. Left in place. Procedure completed successfully.